Manufacturer narrative:
Continuation of d10: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had the permanent implant placed on (B)(6) and that since implant, they hadn't been getting a 50% or greater reduction in their symptoms. The patient stated it was more like a 40% reduction in their symptoms and that it felt like their therapy relief had been much better during the trial. The patient stated during the trial, they hadn't even had diarrhea and that their bowel movements became super regular and that they had benefitted it in more ways than they thought they would. However, the patient stated that now with the implant, they were not feeling like their stomach was settled the way it was during that one week and that their stomach was still kind of rumbly and kind of sour sometimes. The patient stated they started out at a really low setting and that the first time they raised the stimulation had been when they went to their managing health care provider (hcp) office at their 2 week post-op check-up. The patient stated it was at the 2 week check-up when they spoke to a manufacturer representative (rep). At that point, the patient stated because their settings had been so low they'd been anticipating that their therapy wouldn't have been helping them and they mentioned it wasn't helping yet to the rep at that time and that's when the rep helped the patient increase the stimulation. The patient stated they hadn't been concerned at that time about the therapy not helping because the setting had been so low but after that appointment, the patient still felt like the therapy relief could be better, so they raised it on their own last week and they still weren't seeing a 50% reduction. The patient stated that the rep had told them at their appointment that after trying to raise the stimulation a few times, that they should switch to a new program the next time they went to change their settings but the patient had lost the rep's number so they called patient services because they wanted to change programs now and wanted to be sure they did it correctly. Patient services reviewed therapy expectations and programming considerations as well as the role of a rep and patient services with the patient and the patient was able to connect to see their settings. The therapy was on. Patient services also wanted to note that when the patient first went to connect to their settings, they said it was always a "little finicky" at first when trying to connect. The patient further clarified that by "finicky" they meant they'd get 'device not responding' often times before they connected. Patient services reviewed considerations for connecting and the patient admitted they been trying to connect near a computer. They moved away from the computer and they connected immediately. The external devices were functioning as intended. The patient then decided that instead of changing programs on the call with patient services, they would rather first call their hcp for further guidance before making a program change. The patient also requested that patient services send an email to the rep on their behalf in the hopes that the rep could call them so they could determine what program to go to next. Patient services sent an email to the field as well as an email to device registration with the patient's implant information. Documented the reported event. No further action was taken by patient services.